Manufacturer narrative:
Results evaluations: smiths medical is not able to fully investigate this event as the user facility did not record the catalog number, the lot number, or retain the sample involved. Review of instruction for use reveals instruction that states: after procedure is completed, press the needle into the sheath using a one-handed technique by gently pressing the sheath against a flat surface. As the sheath is pressed the needle is firmly engaged into the sheath. It is possible that excessive force was used when user went to engage the needle into the protection device.

Event description:
User alleges was preparing an intramuscular injection of zuclopenthixol 500 mg using a 2ml syringe and a 21g x 11/2" hypodermic needle with attached orange colored sharps sheath. Meds were drawn up from the vial and in preparation of changing the needle, staff member bent over to click the needle into the attached sheath by pressing the needle down into the sheath using the edge of a bedside cabinet. When the needle clicked into the protection some medication sprayed upwards into staff members right eye causing stinging, redness and minor swelling.